Manufacturer narrative:
Continuation of d10: product ID: afaprpo28, product type: balloon catheter; product ID: 2035u, product type: electrical umbilical cable; product ID: 203cx, product type: coaxial umbilical cable product event summary: the 990063-020 mapping catheter with lot number 227718145 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues or damage. Visual inspection of the pebax tubing area showed it was intact with no apparent issues or damage. Visual inspection of the electrodes showed the electrodes were intact with no apparent issues; all electrodes existed on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of the shaft segment area showed the shaft was kinked approximately eight inches from the lemo connector. Visual inspection of the introducer showed the introducer was intact with no apparent issues or damage. Visual inspection of the lemo connector showed it was intact with no apparent issues or damage. In conclusion, the mapping catheter did not pass the returned product inspection due to a kink/twist observed on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The coaxial umbilical cable, electrical umbilical cable , mapping catheter and balloon catheter were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.